Event description:
The olympus (omsi) field service engineer was informed that the customer evis exera ii video system center needs service/repair for a reported ¿front panel¿s lights get on and image signal does not pass to monitor from sdi, yc, com port and image not getting on monitor¿ found during preparation for use. No death, injury, or harm.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s reported issue was confirmed as there was no image on displayed on the monitor screen with the front panel led lights are on due to a defective (dx) board. Additionally, the lock on the (cp) board was found broken. The cables are rusty, the front panel is broken, and the pip unit is rusty. Flickering occurs due to defective video connector socket. There is corrosion on the rear panel and chassis. The paint is peeling on the top cover and the front panel is scratched. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported phenomena were duplicated. Image was not displayed and all led's on the front panel lit up because of the faulty dx board. Olympus will continue to monitor field performance for this device.